Event description:
Provider states that the consumer was on a boardwalk and her chair tipped over and the joystick hit the ground and has been showing error codes ever since. Provider is not sure how the chair tipped over but advised that the consumer had no reported issue with the chair prior to this incident. Provider states consumer was not injured. No additional information provided.